Event description:
It was stated that a patient's device was "not helping her." It was stated that starting in 2012 the patient "started getting a lot of bladder infections, some severe." The patient has had a return of urinary symptoms and retention issues. It was stated that when the patient did not feel stimulation working, she would turn it up, but sometimes too much. It was stated that the patient did not like to feel stimulation from her device and she described it as a pulsing or cycling sensation. It was reported that the patient had three "very severe" bladder infections and two of them were back to back. It was noted that the patient felt like she may be getting another one. No further information about this event was provided. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v866737, implanted: (B)(6) 2012. Product type: lead: product ID 3031a, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had had bladder infections since two years ago when the implantable neurostimulator (ins) was implanted in 2012. The patient last had a bladder infection a week ago. She thought the implant was off because she normally didn't have bladder infections. The patient checked her implant status and the device was on program 3 at 0.60 and stimulation was on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.